Event description:
Customer called to report a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 271 mg/dl. Customer was vomiting. Customer stated that his blood glucose was still high when he left the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, self test and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump alarmed during prime test and alarmed motor error during basic occlusion due to faulty force sensor. Motor passed motor test. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had cracked case at display window corner, a scratched display window and a missing end cap sticker.